Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was received. It is unknown if the product was used according to labeled indications. A visual examination was conducted and no change is necessary for this investigation of conclusion. Batch records for lot 166373f were reviewed and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 166373f met all release criteria prior to product release. There are 2 similar reports for this lot. Additional information was requested from the consumer on 05/12/2010 by phone. A completed questionnaire from the consumer was received on 05/19/2010. A questionnaire was sent to the doctor on 06/03/2010. The doctor's questionnaire has not been received. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s) "bloodshot eyes" (red eye(s)); "blurry vision" (blurred vision); "iritis" (iritis). Product problem(s): "no information" (no information). A consumer reported that she has been using this product for a while without incident. This particular bottle caused her eyes to be very blood shot. A questionnaire was received 05/19/2010 from the consumer who stated that her ophthalmologist described the events as "blurring vision, bloodshot eyes and a hot case of iritis". The consumer also stated that her iris was "stuck to my eye ball in both eyes." She reported that she was treated with steroid drops and oral medication and the symptoms resolved. Additional information has been requested.